Event description:
Telemetry strips noted that the device was at end of service.

Event description:
It was reported that the implantable neuro stimulator (ins) had to be explanted because the battery was exhausted too early. The patient had an stn-stimulation with common parameters, so the physician suggested that life expectancy of this generator has been too short. The product was replaced. There was no harm or injury to the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of neurostimulator model 37601 (B)(4) showed normal end of life; telemetry and output ok. With assumed 1000 ohm impedance, eri = 32.1 months, eos = 35.1 months vs. 76.3 month implant duration. There was no significant anomaly.

Event description:
Additional information stated the ins had ¿much shorter battery longevity¿ than a different model of the manufacturer¿s ins. It was noted there was ¿no direct assumption of a product malfunction.¿ it was further noted the ins was replaced due to the battery depletion. It was reported there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time offollow-up. Additional information reported and confirmed this 2014 reported issue was ¿the same event¿ as what was originally reported in 2012.